Event description:
It was reported that this instrument was used during a surgical case whereby the pt died subsequent to the surgery. No further info is available on the incident, procedure, pt, etc.